Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump basal patterns were malfunctioning. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin dosage was changing on its own. The customer stated that while using the bolus wizard, over time the pump would recommend different amounts of bolus insulin even though they had the same settings and carbs. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.